Event description:
On (B)(6) 2011, the (B)(6) nurse reported at the start of patient therapy, blood was observed in the drainage pipe and it was noted the fibers of the xenium dialyzer appeared to be broken. Therapy was stopped as the patient experienced arterial hypertension evidenced by a blood pressure of 210/90. Prior to the start of dialysis, the blood pressure was 150/80. The patient complained of a headache, dyspnea and dizziness. An unknown antihypertensive was administered and oxygen was applied at 2 liters per minute. The patient was transferred to another machine for remainder of therapy. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). The sample was discarded due to contamination; therefore an evaluation was not performed. Should additional information become available a follow-up will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). There were no samples or pictures available to evaluate the issue. A root cause cannot be determined. A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. Testing of the retained samples showed no abnormalities. The manufacturer, nipro, evaluated the lot concerned visually and no damage was found on the fibers. An air leak test was implemented in the water after priming and no leak from fiber or other places was confirmed. Baxter will continue to monitor similar reports to determine if further actions are required.